Event description:
The customer's mother stated that the customer had to be treated by paramedics while at school due to hypoglycemia. The blood glucose reading at the time of the event was not reported. Troubleshooting was performed and it was found that the customer had delivered a 25 unit bolus at lunch. The customer stated that he had programmed a 12.5 unit bolus for lunch. The customer's mother lowered the maximum bolus delivery on the insulin pump so that it could not deliver more than 15 units after the event. During the phone call the mother programmed a bolus while the customer was disconnected from the insulin pump and no anomalies were found with the bolus delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.